Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Part 351.16j, synthes lot 5034165, supplier lot 2113868: manufacturing location: (B)(4). Manufacturing date: january 12, 2005. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during a tibial intramedullary (im) nail-left procedure, while reaming the chuck portion of the flexible shaft connector for use with jacobs chuck fell apart and could not be reassembled. All components were retrieved. Another set was readily available and was used to complete the procedure with no delay and no harm to patient. It is reported the device was attached to a non-synthes drill at the time. Concomitant devices reported: non-synthes drill (part and lot number unknown, quantity 1). This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
An investigation methods/evaluation results: the flexible shaft connector is part of the flexible reamer sets and used if reaming of the medullary canal is desired for implantation of retrograde/antegrade femoral nails (r/afn), lateral femoral nails (lfn), and cannulated tibial nails. The device was received partially disassembled with a pin missing. The cap sleeve and set screw, which serve the function of retaining the internal assembly, were separated from the device. Each component was noted to be intact. The balance of the device is in functional condition with surface wear consistent with use. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable due to the missing components. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed for the subject device (flexible shaft connector for use with jacobs chuck), part number 351.16j, lot number 2113868. The subject device was returned with the complaint condition stating that the complaint condition is confirmed as the device was received partially disassembled. It was also noted that one of the two internal pin components was not received. The exact cause for the missing pin component is unknown but it would have been lost while the device was disassembled or improperly assembled as it is an internal component. As the device is not intended for disassembly the conditions that resulted in removal of the set screw and subsequent disassembly are unknown. It is also unknown how the reported use with a competitor¿s drill may have impacted the condition. A device history record (DHR) review, visual inspection, and drawing review were performed as part of this investigation. The flexible shaft connector is part of the flexible reamer sets and used if reaming of the medullary canal is desired for implantation of retrograde/antegrade femoral nails (r/afn), lateral femoral nails (lfn), and cannulated tibial nails. The device was received partially disassembled with a pin missing. The cap sleeve and set screw, which serve the function of retaining the internal assembly, were separated from the device. Each component was noted to be intact. The balance of the device is in functional condition with surface wear consistent with use. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable due to the missing components. A review of the current design drawing and the manufactured revision for the top level, the screw component and the cap sleeve component was performed. Thus, during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The exact cause for the missing pin component is unknown but it would have been lost while the device was disassembled or improperly assembled as it is an internal component. As the device is not intended for disassembly the conditions that resulted in removal of the set screw and subsequent disassembly are unknown. It is also unknown how the reported use with a competitor¿s drill may have impacted the condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.